Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code #50. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was able to duplicate the reported issue and replaced the motor controller board and power supply charger which corrected the issue. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code #50. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed an issue with the motor control board and noted that the part would need to be replaced. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code #50. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.